Manufacturer narrative:
Product analysis conclusion: the reported deployment issue and broken stents were confirmed; however, the cause of the events could not be determined from the limited films available. The pre-implant anatomy is unknown. Procedural angiograms showing the advancement of the delivery through the vessel and into the pre-existing stent graft as well as deployment attempts were not available for a thorough evaluation of the reported events. It is possible that the severe tortuosity observed in the left limb may have contributed to the reported deployment difficulty. It is also possible that an unknown interaction between the endurant limb stent graft delivery system and the implanted non-medtronic stent graft may have contributed to the reported events, but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: a series of six (6) images were provided by the account. The images show the disassembled delivery system post removal. The images also show the graft with the first two proximal and five distal stent rings expanded. The remaining rings are undeployed underneath a section of the graft cover. The reported deployment/expansion issue was confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was intended to be implanted to treat a ib endoleak in a non-medtronic device and ulcer. The plan was to implant the limb from the flow divider to the left common iliac artery. The iliac was noted as angulated. It was reported during the index procedure, the delivery system was flushed and inserted into the patient without any issue. The physician began to deploy the device and 1cm of the limb opened however the sheath ( by the radiopaque marker) was not going down. At this point it was seen that the stent graft had opened distally but the physician was no longer able to lower the sheath which was observed to be broken under fluoroscopy. A bent/fractured stent strut of the endurant limb was also observed. A rescue maneuver was performed. The delivery system was separated into 2 for removal. During the removal process, the inner metal tube (below the handle) of the delivery system could not be moved. Shears were used to cut the inner metal part and the area was then clamped up with a balloon from the arm. The external and hypogastric arteries were also clamped. A longitudinal cut was then made which allowed the physician to remove the endurant limb and the guide without causing injury to the patient. The procedure was ended without treating the type ib endoleak. Per the physician the cause of the event was the deployment systems graft cover was broken. No issues were observed to the delivery system prior to insertion. No additional clinical sequalae were provided and the patient will be monitored.